Event description:
Ous MDR - oversensing signals on the rv channel were noted with up to 3 seconds pauses under stimulation. Also, the pacemaker showed an unexplainable behavior during interrogation. The first interrogation showed incorrect parameter values and eri of 6y 9m. The second interrogation, immediately afterwards, showed the "real" program with eri at 1y 3m. The pacemaker was explanted due to a suspected malfunction. At the same time the rv lead was removed from service and replaced with a new lead.

Manufacturer narrative:
The pacemaker first underwent a status interrogation, during which the device status eri was displayed. The battery state eri was activated on 20 november 2015, three days after explantation of the device, most likely because the device was stored in a cold environment. The returned follow-up data were analyzed, which confirmed the clinical observation. On 16 november 2015 at 2:41 p.m., an expected eri time in 6 years and 9 months was displayed on the programmer. At 2:42 on that day, an expected eri in 1 year and 3 months was shown.in a next step, the pacemaker's capability to provide therapy was checked. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. The device status eri was reset. Subsequently, the pacemaker showed an expected remaining operating time of 1 year and 5 months. Based on the provided information, the cause of the clinical observation could not be determined. It can therefore not be ruled out that communication problems during the initial interrogation on 20 november might have led to the behavior complained about. There were no indications of a device malfunction.